Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had been using the recharger every night to charge the implant, and each night the implant would be down to about 40% and patient would sit there for about an hour and 45 minutes and the implant would charge up to 100%. However the last couple nights, the implant battery would show 100% charged already and then the handset would say it was not hooked up. Agent had patient try to enter mystim app to check therapy, but got a not found message. Patient confirmed communicator battery was empty. Agent had patient try starting a recharging session, and patient was able to start charging with excellent connection and implant was at 60%, which they hadn't seen the past couple times. Patient described therapy being on. Agent asked if therapy was on the entire time the past couple days and patient said they turned therapy back on last night because they noticed therapy was off. Agent reviewed implant battery won't decrease as fast if therapy is off. Agent reviewed possibility of implant battery getting too low before charging and patient needing to manually turn stim back on after charging. Patient mentioned they were worried something was wrong as they use the implant to walk around and some days they could put on 1/2-3/4 miles of walking. Patient mentioned they were walking around a lot today and were hurting earlier.

Event description:
Additional information was received from patient (pt) who reported they saw a color on the recharger blinking which led to the therapy being off. They stated patient services (pss) helped them reprogram the recharger as it was showing pink. They stated they learned how to reset the charger which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.